Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that detections were programmed off. The patient deferred lead extraction, and a subcutaneous implantable cardioverter defibrillator (ICD) implant procedure is scheduled; however, the rv leads remain in use until the procedure occurs.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s high voltage right ventricular (rv) lead triggered alerts for undefined high superior vena cava (svc) coil and rv coil impedance. Additionally, the pace/ sense rv lead triggered an alert for undefined high pacing impedance. The high voltage and pace/ sense rv leads remain in use. No patient complications have been reported as a result of this event.